Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that during the procedure, before the inflation of the balloon, the stent dislodged. The stent was removed from the patient with a vascular procedure without any complications. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Potential causes for stent dislodgement inside the body, include, but are not limited to; positive pressure during preparation for use, negative pressure during sheath removal, or forced sheath removal. In this case, the dislodged stent was successfully removed form the patient with an additional vascular procedure. A conclusive root cause for all the reported issues could not be determined.